Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were driving home and had very painful spasms from their back. Patient said they thought it was their spine, but when they felt around back there, the pain was right in the area of their stimulator. Patient asked if this was normal. Patient said that had happened before, like once every 3 months, and patient said they first noticed it probably last year. The patient was redirected to their healthcare provider to further address the issue. Patient said they no longer had a doctor for their stimulator, agent emailed physician listings. Patient also asked how to contact a rep, agent reviewed role of rep and again redirected to doctor. The reason for call was patient reported over the years, every now and then their back would hurt where the implant was (last night was especially bad), so they wanted to have the implant removed. Patient said they no longer used the implant because it didn't make any difference. Agent asked, patient said they thought the issue started when their doctor did an ablation on their occipital nerve, which caused their neck, head, and shoulder no longer hurt. Agent asked event date of when issues with ins began and they said at least five years ago (agent noted the patient had not had the ins that long). The patient was redirected to their healthcare provider to further address the issue. Patient called back, mentioned they went to the physician location and can't find anyone. Patient mentioned they want to have the implant removed because it was causing them a lot of discomfort and not any advantages. Agent reviewed with patient to check the pdf that was attached in the email they were sent and patient confirmed they were able to see the list of doctors in the pdf. Patient reported cause not determined/ no actions or interventions taken at this time. Patient reported they want a surgeon to take the ins out as its too close to their spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported that their battery had migrated over to their back and was pushing on their spine and was very painful. Pt said the issue started probably a year ago.the pt was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they had called before on this issue. When asked for managing hcp, pt stated they had a new pain management hcp, but they do not work with their stimulator. Pt stated they are going to contact their orthopedic hcp for revision or removal.